Event description:
Procedure type: c-section. According to the reporter: during the suture the doctor felt that the swage was tighter than a normal one, so he tried to pull it more strongly, then the tip of the needle broke because he had grabbed the tip with a forceps. Used another. No bleeding. No tissue harm. No information of operating room time extension. They took a x-ray but weren't able to find the lost tip.

Manufacturer narrative:
(B)(4).